Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. It is possible that the image failure occurred due to incorrect video cable connection or video input settings. The instruction manual verbiage in "chapter 3.6: connection of the monitor of the instruction manual" describes how to connect the video cable, which may have prevented the phenomenon. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center display image on the oev-262h; however, no image was obtained on the endopro software. The customer attempted three different cv-190¿s but the issue persisted. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to move comp out on the cv-190 to serial digital interface (sdi) and image was obtained on the endopro. Tac asked the customer to press control/display on the oev-262h, press port a, select sdi, and image was obtained on the oev-262h. The root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.